Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), loss of column was observed. Air bubbles were observed at the guide tip. The sgc was flushed 3 times and still the issue persisted. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.